Event description:
A customer in (B)(6) notified biomérieux of obtaining a false positive result while testing a female patient sample using the vidas® sars-cov-2 igm (reference # 423833, lot # 1008178490). The patient tested positive three times on the vidas® sars-cov-2 igm and negative three times on the vidas® sars-cov-2 igg. A biomérieux internal investigation will be initiated. Note: reference 423833 is not sold or distributed in the united states. However, u.s-only product reference, 423833-01, has the same formulation and physical properties as reference 423833.

Manufacturer narrative:
This report was initially submitted following notification from a customer in algeria regarding a false positive result while testing a female patient sample using the vidas® sars-cov-2 igm (reference # 423833, lot # 1008178490). The patient tested positive three times on the vidas® sars-cov-2 igm and negative three times on the vidas® sars-cov-2 igg. A biomérieux internal investigation has been completed with the following results: the customer was unable to return the strain. The analysis of the batch history records of vidas sars cov-2 igm (batch 1008178490 /210703 -0) showed no anomaly during the manufacturing, control and packaging processes. An analysis of internal sample control charts was performed on five (5) internal plasmas, two with negative targets ( 0.16 and 0.34 tv) and three with positive targets (1.56 tv, 1.71 tv and 2.51 tv). The analysis was performed on five (5) batches including the batch mentioned by customer (vidas sars cov-2 igm batch 1008178490 /210703 -0). All values were within specifications and the customer's lot was in the trend of the other lots. Tests were performed by the complaints laboratory on three (3) internal samples with targets at 1.56 tv, 1.71 tv and 2.51 tv. The samples were tested on vidas sars cov-2 igm (batch 1008178490 /210703-0) retain kit. All the results were within specifications and no significant differences were noted compared to the results observed before the batch was released. Specificity testing was performed on five (5) samples collected before the pandemic (so the expected results are negative) were tested on the vidas sars cov-2 igm batch mentioned by the customer(batch 1008178490 /210703-0). All of them gave a negative result with indexes between 0.12 and 0.97 tv. The positive results were not reproduced with these samples. In conclusion, the positive results observed by the customer were not reproduced when testing natural samples collected before the pandemic. All of them gave a negative interpretation. Further investigation cannot be performed to investigate the potential interference without the customer's sample. No information was provided on the behavior of these samples with a second serological method and no pcr results were received for this patient. The positive result could be due to the an interference (such as-but not limited to- rheumatoid factor, anti-nuclear antibody). It is mentioned in the package insert of vidas sars cov-2 igm assay at section limitations of the method: "the individual immune response following sars-cov-2 infection varies considerably and might give different results with assays from different manufacturers. Results of assays from different manufacturers should not be used interchangeably." According to the information mentioned above, the vidas sars cov-2 igm (ref.423833 batch 1008178490 /210703-0) is performing as expected.